Manufacturer narrative:
Device evaluation summary: belt (B)(4) was returned for evaluation at the distributor. The reported problem (service code 204, code 107) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the communication failure and resets was isolated to an open orange (+5v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and code 107 (multiple abnormal shutdowns).